Manufacturer narrative:
The following field had been updated with additional information: h6 correction: e2 and g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple station's mini drawers were open to incorrect dosage. A technical support specialist found that issue was likely a drawer failure during access, which may have caused the system to incorrectly register a vial removal and also reviewed the available logs, confirmed the order required two vials, and verified that no software malfunction occurred. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using thebd pyxis¿ anesthesia station es, multiple patients were not crossing over on multiple stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, multiple patients were not crossing over on multiple stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.